Manufacturer narrative:
According to the customer, a patient was admitted to the hospital with the foley catheter in place and it was found to be 'leaking at the insertion site'. The customer reported after being unsuccessful with trouble shooting techniques an additional catheter was required to be inserted. The customer reported there was no patient harm related to this incident. Sample is not available for return evaluation. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, a patient was admitted to the hospital with the foley catheter in place and it was found to be 'leaking at the insertion site'. The customer reported after being unsuccessful with trouble shooting techniques an additional catheter was required to be inserted.